Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net with the atrial lead exhibiting noise oversensing. On (B)(6) 2019, the lead was capped and replaced successfully. There were no further adverse consequences to the patient.